Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg tubes were melted.

Manufacturer narrative:
Investigation summary: bd had received photos from the customer facility for investigation. The customer photos were evaluated and the indicated failure mode of collapsed tubes with the incident lot was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately, but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient. Investigation conclusion: based on evaluation of the customer photos, the indicated failure mode of collapsed tubes with the incident lot was observed. This complaint investigation was conducted under the premise of a previously investigated issue specific for collapsed tubes, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for collapsed tubes, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. The exact root cause generally cannot be confirmed. Complaint data for this failure mode is monitored and trended on a routine basis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg tubes were melted.